Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, after attempting to insert the sensor wire, it was noticed that it had detached and fell onto the patient's counter. The attempted sensor insertion was at the abdomen. No additional event or patient information is available. The sensor was returned for evaluation. A visual inspection was performed and the sensor wire was missing from the sensor pod and seal carrier. The complaint of a detached sensor wire was confirmed. The root cause could not be determined.